Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a purge pressure fluctuation and a purge pressure low alarm. No leaks were identified in the purge system. The purge cassette was exchanged without resolution. Impella support continues, and no patient harm was reported.

Manufacturer narrative:
Corrected information has been provided in d4 and g1. The impacted product was initially reported as the cassette; however, upon further review, the event occurred on the pump and has been updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the low purge pressure could not be determined since product was not returned, data logs were not available, and insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Additional information was provided therefore b5 and h6 was updated.

Event description:
Additional information was received: the purge cassette was discarded as well as the cp pump. This did not resolve the fluctuation in purge pressure. The patient was escalated to impella 5.5 shortly after purge issue. Escalation was for more support not due to purge issue.